Manufacturer narrative:
(B)(4). Event date: month and day unknown. Only year (2019) is known. Batch # unk.   The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the fistula occur? How was the fistula identified? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. How was the fistula addressed? What is the current status of the patient? Was the device saved? If so, will it be returned?

Event description:
It was reported that postoperative to a colectomy procedure, presence of fistula which led to a re-operation. Before the incident, the patient presented a symptomatic sigmoid diverticulosis. During the procedure: no tension during the anastomosis, no twist, the donuts were good, test air / water successful. State of the patient the days after: crp = above 400, air in the abdomen.

Manufacturer narrative:
(B)(4). Date sent: 02/19/2020. Additional information received: device is not available.

Manufacturer narrative:
(B)(4). Date sent: 03/04/2020. Additional information was requested, and the following was obtained: were there any issues experienced with the device in the initial surgical procedure? No issue during the initial surgical procedure but fistula in post-op. What healthcare professional fired the device and what is his/her experience with the device? The healthcare professional who fired the device has a recent experience with the device because the device is new. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low-bp? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Rupture of the washer and the green checkmark was visible to confirm the end of the cycle. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 revolutions. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Was the staple line visualized endoscopically during the initial surgical procedure? No. How many days postoperative did the fistula occur? 2 days. How was the fistula identified? Intraperitoneal effusion and scan. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No. How was the fistula addressed? Antibiotic treatment and digestive rest. What is the current status of the patient? The health of the patient is good after 2 months of complications (fever, increased crp, repetitive blood tests...) Was the device saved? No, the device has been discarded because no issue has been detected during the procedure. The result of the air test was ok. Cdh29p, lot t94580.